Event description:
The peel-away introducer was placed in the pt. As the tabs were pulled to split the sheath, one tab broke off the sheath. The physician split the sheath open and completed the procedure without incident.